Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi31000172, s/n: (B)(4). The system was serviced in the field and the issue was confirmed. The motor charger board failed shortly after installation on (B)(6) 2020. The board stopped supplying power to the pfc 1000 fan, which caused the unit to overheat and fail. Both the motor charger and pfc 1000 were replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis confirmed the reported behavior. Visual inspection showed the power resistor was electrically over stressed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. During the procedure, after the initial image acquisition (spin), a loud pop was heard when removing the imaging system from the patient. Then, system power was lost. The site was in contact with the field service engineer and it was noted that the pfc board would need to be replaced. The issue did not result in a procedure delay. There is no known impact on patient outcome.

Event description:
Additional information was received stating the initial spin is referring to the navigated spin used for surgery. Any additional or secondary spin would be used by some surgeons to verify post-surgery that the hardware was placed correctly. With this surgeon a secondary spin was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.